Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A hillrom technician inspected the device and found the account had the wrong plug connected to the wall. After plugging in the correct plug, the unit works as designed. There was no malfunction of the device. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding around the plug blades; this could occur if the plug blades have overheated or arced. Any signs of cracking; this could occur if the plug has been bent and straightened to a point past its useful life. Loose fit of the plug blade (the plug blade moves in the¿molding); this could occur if the molding has overheated or the blades have been bent and straightened to a point past their useful life. Replace the power cord, if damaged. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in april 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Based on the visual indication that the bed exit features are disabled when there is no a/c power to the bed, we have determined that the power cord being disconnected would not be likely to cause or contribute to a death or serious injury, if the reported event were to recur. In addition, a review of our post market data indicated that there have been no allegations of serious injury or death caused by the power cord being disconnected. Therefore, this does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. There is no malfunction of the bed. Without a/c power from the power cord being unplugged, only essential bed functions will be operable using backup battery power.